Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. External insulation abrasion exposing the outer coil was noted at 18.5-19.0 cm from the distal tip consistent with lead friction to another device or feature of the heart. A fracture of the conductor was noted at 17.4 cm in the middle portion consistent with fatigue. The fracture and exposure of the outer coil are consistent with the observation from the field of conductor fracture and noise.

Event description:
It was reported that the patient presented for lead replacement due to ra and rv lead noise. Fracture was observed on both leads due to medial venous access and clavicular crush. The leads were capped and replaced on (B)(6) 2018. There were no intraprocedural complications.